Event description:
The facility reported a colleague 2006 pump with software (B) (4) in which the channel would not open. It is unknown when the reported condition occurred. There was no documented patient injury or medical intervention necessary associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B) (4). Evaluation summary: the reported condition in which the channel would not open was confirmed during product evaluation. Inspection of the pump found that the keypad was inoperative (open and stop buttons not working). The pump head module was replaced to address the initial reported condition. The pump was tested and returned within specification. This issue is currently being investigated under mdq-CAPA-(B) (4).